Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was suspended due to sensor glucose vs blood glucose reading difference. Customer received a change sensor/bad sensor alert, sensor updating/sg not available alert. The customer reported no adverse event. The event involved product(s) mmt-5120c1. Troubleshooting was performed. The blood glucose value of 130mg/dl and sensor glucose value of 200mg/dl, the difference was 70mg/dl which was outside the acceptable range (greater than 30%). Customer stated that was not taken medication such as acetaminophen, paracetamol or hydroxyurea. Customer reports receiving "change sensor" alert. No harm requiring medical intervention was reported. The customer will continue use of the device. Product return for mmt-5120c1 is not expected.

Manufacturer narrative:
Sensor carelink additional investigation was performed for change sensor/bad sensor. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for sensor glucose vs. Blood glucose. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Sensor carelink additional investigation was performed for sensor updating/sg not available. Unable to establish root cause of complaint from analysis. Upon review, the sensor performed within specifications and the cause could not be determined. It is unlikely that the sensor performance contributed to the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.